Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c4000 analyzer has generated discrepant ict (integrated chip technology) results for sodium (na), potassium (k) and chloride (cl) on a patient sample. The initial ict results, na =139, k =5.2 and cl= 98. The sample was retested and the ict results were na=>200, k= 8.5 and cl =>150. The units of measurement are mmol/l. There was no adverse impact to patient management reported.